Event description:
It was reported that the injector luer lock n35 experienced 12 cases of the injector being difficult to engage/failing to activate, and five cases of leakage. The following information was provided by the initial reporter: per email from customer: I don't have the exact dates. We did have another injector device fail to activate yesterday (3/19) on an IV push medication. As for the other incidents in the initial 2 weeks of starting with phaseal: 5 leaks with sq administration using phaseal (we are changing sq to texium product) 8 injectors that did not activate on nursing side. 4 injector devices that did not activate in pharmacy during mixing.

Manufacturer narrative:
Investigation: two unused samples were returned to our quality engineer for investigation. Upon inspecting the product, the rotations stops were broken, verifying the injectors were not functional. Two retained samples were used for further evaluation. The injectors were functional and able to attach to connectors without issue, no leakage was observed. A device history review was performed for reported lot 1810108, no deviations or non-conformances were identified during the manufacturing process that could have contributed to the reported issues. Product undergoes both visual and functional testing to avoid any defects and ensure proper assembly. Based on the available information, we are not able to identify a root cause related to the manufacturing process at this time.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the injector luer lock n35 experienced 12 cases of the injector being difficult to engage/failing to activate, and five cases of leakage. The following information was provided by the initial reporter: per email from customer: I don't have the exact dates. We did have another injector device fail to activate yesterday (3/19) on an IV push medication. As for the other incidents in the initial 2 weeks of starting with phaseal: 5 leaks with sq administration using phaseal (we are changing sq to texium product) 8 injectors that did not activate on nursing side. 4 injector devices that did not activate in pharmacy during mixing.